Event description:
Customer reported that the she had high blood glucose of 277 and her insulin pump was alarming motor error. Customer stated that she had an MRI and the insulin pump was exposed. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units remaining on the status screen. Motor error alarmed during rewind due to motor encoder signal out of phase. Unit was received with missing end cap sticker and scratched display window.